Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer, and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the smart cable and confirmed the reported image issues. When connecting the smart cable to known, good, test verathon equipment, the image on the test monitor initially produced a grainy, green tinted image when connected to a test video laryngoscope. When manipulating the test video laryngoscope that was connected to the customer's smart cable, the image on the test monitor cuts out entirely and the test video laryngoscope ceases to be recognized. The camera image quality test was performed and failed for the customer's glidescope core smart cable. Upon completion of the evaluation the returned glidescope core smart cable was scrapped as it had already been replaced prior to its return to verathon, and there being no repairs available for this device. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would intermittently disappear and produce green lines. After the procedure the biomed was able to isolate the issue to the glidescope core smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.